Event description:
A customer contacted beckman coulter (bec) reporting a contained cap piercer leak in the unicel dxc 600i synchron access clinical instrument. The customer observed fluid on the offloaded sample tubes. The customer indicated that the instrument generated a motion error message when the leak was observed. The customer disabled the cap piercer to continue running uncapped sample collection tubes upon arrival of bec service. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched and found that the cap piercer vacuum line 118 was clogged. The fse flushed the line 118 and clog was removed resolving the issue. The fse was unable to identify the foreign material. Bec identifier for this report is (B)(4).